Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Visual inspection noted dried blood found in the helix mechanism up through the lumen. The lead tip was bent between the helix housing and the anode ring at a 7 degree angle. The conductor coil were deformed at 218 millimeters (mm) from the terminal pin, likely caused from the grabbing tool. Cuts in the insulation were also noted at 292 and 297 mm from the terminal pin. Due the removal of the suture sleeve, there were cuts also observed. Microscopic inspections was performed of the terminal pin assembly, lead body, and electrode tip. The helix mechanism test failed due to the dried blood found. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis reveal induced damage, deformed coils and cuts on lead.

Event description:
Boston scientific received information that this right atrial (ra) lead had become dislodged. The lead was explanted and successfully replaced with no adverse patient effects reported.